Manufacturer narrative:
Unit alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, displacement test due to motor error alarm. However, unit passed rewind test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call that the drive support was sticking out. Customer blood glucose reading was 130 mg/dl. Customer notice customer stated the insulin pump was popping out and pushing the whole day. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.